Event description:
It was reported that. "When doctor (B)(6) was using the awl poly drill to drill the patella, the drill bit sat and spun because the cutting edges are very worn."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.